Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose up to 500mg/dl with no signs or symptoms of hyperglycemia associated with a ¿max tdd¿ alarm. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter alleged that the pump emitted a maximum total daily dose (max tdd) alarm at 100 units, but the reporter stated that the patient had not taken more than 50 units for the day at the time of the alarm. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurately emitted alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: a review of the basal and bolus histories indicated that the pump had delivered a total of 76.83units when the max tdd alarm occurred at 10:46pm on (B)(4) 2016. The total basal delivery was 26.65units and the total bolus delivery was 50.187units for (B)(4) 2016. The pump was returned with the max tdd set to 1.0units. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.